Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the several recorded episode of non-sustained right ventricular over-sensing recorded by the device. The episodes were attributed to intermittent right ventricular lead noise, which was reproducible with isometric exercise. The patient mentioned a decrease in heart rate. Programming interventions were made. The patient was stable.